Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: right ventricular lead induced ventricular arrhythmia¿a rare complication of cardiac resynchronization therapy. Ann noninvasive electrocardiol. 2019;24:e12666. Doi: 10.1111/anec.12666. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a case study about right ventricular lead induced ventricular arrhythmia and cardiac resynchronization therapy. It was reported that the same year the right ventricular (rv) lead was implanted, an episode of deep vein thrombosis of the left axillary-subclavian veins occurred. The thrombosis was treated medicinally and the lead continued to perform well. Later, the patient presented with dyspnea, fatigue, and irregular heartbeat. Slow ventricular tachycardia (vt) had occurred with accelerated ventricular rhythms but they were occuring below the programmed cardiac resynchronization therapy defibrillator (crt-d) detection zone. Pacing-induced ventricular extrasystoles were also observed. The rv lead was subsequently reprogrammed which narrowed the qrs complex and ceased the induction of ventricular arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.